Manufacturer narrative:
When the device was evaluated, the reported problem with the paddle test failure was confirmed. Upon detection, it was determined that the handle was faulty and needed to be replaced. The agent was advised to replace the paddle for the hospital and replace the handle to restore full functionality to the device. The resolution to this problem was the replacement of the handle and paddle to restore full functionality to the device. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that paddle test failed. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.